Event description:
The surgeon was using arsenal curved probe at l4 pedicle to create path for screw. He was using a good amount of force to guide probe as patient was muscular and soft tissue was interfering with probe. With approximately 30mm of probe tip into the l4 pedicle, the probe sheared and broke at 40mm depth marking. The detached tip of the instrument was retrieved from patient.

Manufacturer narrative:
The investigation found that the instrument was properly manufactured and released to design specifications. No irregularities have been identified. It appears that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical factors/circumstances. The sales rep had indicated that the surgeon had to use a good amount of force to guide probe as patient was muscular and soft tissue was interfering with probe while clearing the pathway. The supplies instructions for use (ins-076) states in the warning section: based on the fatigue test results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level and patient conditions, which may impact the performance of the system when using this device. Use of these systems is significantly affected by the surgeon's proper patient selection, preoperative planning, proper surgical technique, proper selection and placement of implants. Risk factors that may affect successful surgical outcomes include: alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who use tobacco or nicotine products should be advised of the consequences that an increased incidence of non-union has been reported with patients who use tobacco or nicotine products.